Event description:
On (B)(6) 2022 customer reported that on (B)(6) 2022 they received triage d-dimer discrepant low results when compared to quest diagnostics on an additional patient. Customer called in stating that they are having correlation concerns with triage d-dimer. Their validation on their new unit with cal ver results and controls was performed well, and currently they are doing patient correlation as samples become available. Believes decisions would have been made based off of triage result as the quest results are only being used for their own information in the correlation process customer unable to provide any information on presenting symptoms, medications, concurrent conditions, outcome or diagnosis.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t12971n. Devices of the complaint lot performed properly when testing with a positive calibrator, no issues with d-dimer recovery were observed. Lot performed within specification. Manufacturing batch records for lot t12971n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.